Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrovideoscope experienced an ultrasound image problem. The device was returned for evaluation. During the device evaluation, it was found a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the water supply volume did not meet the standard value due to clogging of the air/water tube, upward/downward knob couldn't be locked securely due to wear of forceps elevator lever, bending angle in up direction did not meet the standard value due to wear of angle wire, adhesive on bending section cover had a crack, universal cord had buckling and a scratch, air/water cylinder had discoloration, suction cylinder had discoloration, and the acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.